Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the adhesive stuck to the packaging when opened. This caused not only the outer layer to peel away but part of the inner packaging also. The inner packaging was found to have been placed in the outer container incorrectly causing this event. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined the initial report was submitted in error and should be voided, as this malfunction has not been previously reported for having led to a serious injury.